Manufacturer narrative:
Batch review performed on 24 feb 2025: lot 2415061: (B)(4) items manufactured and released on 15-oct-2024. Expiration date: 03-oct-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other device involved: reverse shoulder system 04.01.0120 humeral reverse hc liner ø36/+3mm (k170452) lot 2416293: (B)(4) items manufactured and released on 20-aug-2024. Expiration date: 01-aug-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 2 months after primary, the patient came in reporting pain due to joint luxation and the cause is unknown. The surgeon revised the glenosphere and the surgery was completed successfully.